Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. The reported behavior could not be replicated. Several 3d's were performed, under different gantry and camera configurations, and in all of them, the accuracy error was under 0.5mm. Image quality calibration has been performed. Issue resolved. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported that in order to check both the navigation system and the imaging system, performed several 3ds over a pegboard in different positions to check and confirm there is good accuracy. The system was completely accurate. Issue happened using the synergy spine software no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site alleging that their navigation system was inaccurate during navigation. The navigation system was being tested by the site when the inaccuracy was noted. No further details regarding the issue, or specific measurements, were provided. There was no patient present when this issue was identified.